Event description:
Medical assistant suffered wound to the left lower inner thigh when they leaned into the side of a sharps collectors. The injury was caused by a surgical blade that had penetrated the collector. Wound required surgical repair.